Event description:
It was reported that tip damage occured. A 300cm straight tip v-14 control wire was selected for use. The guide was advanced through the anterior tibial artery under imaging. However, during the procedure, it was noted that the tip of the guidewire was knotted resulting in difficulty advancing. It was decided to remove the device. At the moment of extraction, the tip was observed to be frayed and the known was visible under imaging. Surgical intervention occurred. The procedure was completed with another of the same device.